Event description:
It was reported that this right atrial (ra) lead exhibited intermittent noise, high pacing thresholds and an increase in amplitude due to dislodgement. Subsequently, this ra lead was successfully explanted and replaced. No additional adverse patient effects were reported outside the revision procedure.